Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Percutaneous drivelines are associated with all ventricular assist device systems and put this patient group at risk of associated infections. Trauma to the exit site may have further contributed to development of infection in this patient. Drive line infection, erosions and other tissue damage are known potential adverse events that may be associated with the use of the heartware® system as outlined in the instructions for use (IFU). Driveline exit site management and this patient's previous driveline site infection may have contributed to this reported event. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidies may have contributed to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical study database that on (B)(6) 2016 the patient was admitted from (B)(6). Patient denies having fever at home, and also states that there is still green drainage coming from his driveline site. Patient is not sure whether or not he is on antibiotics at home as he got rid of his doxycycline as it made his stomach upset. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, driveline site care therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.